Event description:
It was observed that during the device evaluation, the rigid video scope exhibited dents on edge, cracked objective lens, and cracked on sides of video connector. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, without any design or manufacturing issue. A device history record-DHR review was conducted, and no issues were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.